Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak reported during implant could not be determined from the pre-implant films provided. Films during implant were not available for review, and therefore the stent graft in-vivo position within the neck and reported endoleak could not be assessed. Pre-implant CT¿s confirmed that the patient had a proximal neck that ranged in diameter from 26 ¿ 24 ¿ 25mm along a 12mm length. The neck was mildly angulated (~40 deg max; a-p) and did not contain appreciable calcification or thrombus. It is possible that the proximal type I endoleak was anatomy related; short proximal neck. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system and heli-fx endoanchors were implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. The patient had a proximal aortic aneurysmal neck diameter of 23.9mm-26.4mm. During the index procedure, the endurant iis stent graft was landed just distal to the lowest renal artery and then both limbs deployed. Two hel-fx endoanchors were implanted at 30 lao 180 degrees opposite to each other and two at 30 rao 180 degrees opposite of each other for a total of four endoachors in the proximal seal stent. The physician then ballooned the proximal seal zone with a reliant balloon. An angiogram was performed, and it was reported that a type ia endoleak was observed. The physician then implanted four more endoanchors, two at lao70 180 degrees apart and two at rao 50 180 degrees apart. Another angiogram was performed and it was reported that the type ia endoleak was reduced by approximately 50%. The physician decided to implant a cuff to add some radial force. A further angiogram was performed and it was reported that the leak was reduced to an estimated 15% of the original leak. The physician attributed the cause of the event to a hostile neck anatomy. No additional clinical sequelae were reported and the patient is being monitored.